Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power alarm while on mobile power unit (mpu) support was confirmed through the analysis of a submitted data log file. The log file contained ~1 day of data (dated (B)(6) 2019 - (B)(6) 2019, according to the timestamp). At ~3:16am on (B)(6) 2019 the controller was connected to a mobile power unit (mpu) for support. At ~5:10am both power cables were captured as disconnected and the system controller alarmed with a no external power alarm, as designed. During this time the controller was being supported by the internal backup battery and continued to operate the pump at the set speed. Based on previous complaint experience, this event appears consistent with the loss of ac (mains) power to the mpu. The root cause of the ac power loss could not be conclusively determined based on the log file analysis. At ~5:11am ac power was restored to the mpu and the power cable disconnected and no external power alarms cleared. Throughout the log file the controller supported the pump at the set speed. The mpu used during the reported event was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the root cause of the event captured in the log file could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight and the serial number of the mpu were requested but not provided. Approximate age of device -- 1 year, 5 months (calculated from the date when the mpu was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that multiple no external power alarms were observed in the patient's log file. These alarms occurred while the patient was connected to the mobile power unit (mpu).